Event description:
It was reported the alarm parameters are incorrect and taking too long to be generated, specifically for spo2. The emergency room staff indicated some alarms are not returning to default settings, yellow alarms are occurring instead of red alarms, alarms are taking too long to activate and some spo2 alarms are not being generated. The device was in use on a patient at the time of the event, there was no adverse event reported.

Manufacturer narrative:
Box d: based upon updated information, product name changed from 866389 patient information center ix to 866066 intellivue mx550 patient monitor. This complaint is a supplemental to (1218950-2025-000632) due to incorrect registration number used. A philips remote application specialist (ras) interviewed the customer and reviewed intelivue patient monitor (ivpm) spo2 settings in config mode: high-100/low-92/desat-85; high delay-10 sec/low delay-10 sec/desat delay-20 sec. The rse explained, with the current spo2 configuration settings, low limit has to stay below the low limit for 10 secs for a yellow level alarm/another 20 secs below the desaturation limit for a red level alarm to activate. So, possibly it could take up to 30 secs prior to a red alarm to announce all total. The rse dispatched a philips technical consultant (tc) onsite to further evaluate the unit. The (tc) arrived onsite and tested the central station, revealing some alarms were being suspended or turned off by users in some rooms. The patients were not admitted to the system in some cases, so parameters did not return to default after discharge. The spo2 delay settings were reviewed, and the customer was advised of these configurations. Philips tc confirmed/demonstrated the observations using a simulator. The device is working as configured. Alarms were set by clinical and ucdmc clinical management. As a tc, philips did not change any setting as this would need to come from clinical teams. The tc gathered information and logs for review. The issue was escalated to the national support team. Summary of technical complaint investigation: the staff was not ¿ending case¿ after the completion of each patients stay in the emergency room. The staff must ¿end case¿ after each patient leaves or that is discharged from the emergency department (ed), regardless of the number or type of vitals that were captured using the philips monitors. If you do not ¿end case¿ on the philips monitor, any alarms that were turned off or modified will remain in effect to the next patient that will be attached to the patient monitor. Putting the monitor in ¿standby¿ is not the same thing as ¿end case.¿ 1 recommendation for the customer: please consider reconfiguring the philips monitors so that the ¿end case¿ key is on the front row of the monitor, making it easily accessible. Please see the picture below of the current smart keys on the philips monitors in the ed. The proposed reorganization of philips monitor smart keys would be from left to right 1.standby, 2. Start /stop nbp, 3. Stop all nbp, 4. Repeat time, 5. Zero, 6. Vitals, 7. End case 2 recommendations for the customer: the current alarm limits on the philips monitors are: spo2 high: 100 high alarm delay time: 10 seconds. Spo2 low: 92 low alarm delay time: 10 seconds. Spo2 desat: 85 desat alarm delay time: 20 seconds for a red alarm to occur. Please note #1- for an alarm delay to be triggered, the alarm must be continuously below the alarm value for a specific time period. If the measurement value rises even 1 point above the specific alarm trigger, the ¿delay timer¿ will restart. For example, currently the desat alarm is set to 85. For a desat alarm to be triggered, the alarm must be 84 or lower, based on the alarm limit and the configured desat delay. Please note #2- if any of the alarm limits are changed, this will impact the behavior of how the measurement will alarm and will impact any configured measurement alarm delays. Based on the information available and the logs provided, there was no problems were identified. The system was confirmed to be operating as designed and configured. The alarms were set by clinical and ucdmc clinical management at the hospital location. The device was confirmed to be operating per specifications, and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.